Event description:
It was reported that a uromatic y type tur/cont bladder irrigation set came apart which resulted to a leak of unspecified fluids. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: manufacturer can either be malta or tunisia. The manufacturer for this device is from tunisia; information updated. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.